Event description:
It was reported by our sales rep that it was impossible to extract the end cap. The end cap was solid with the nail. The surgeon used an impactor to extract the nail. There was a delay of 120 min, but it was completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). Both implants were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. An assembling of the nail and end cap was possible although both are heavily damaged by tools. No signs of fretting are visible on the contact surfaces; furthermore both threads were found functional. The supplier for decontamination reported that he had no difficulties to remove the end cap out of the nail with the specified stryker screwdriver shaft. Therefore the reported issue was not reproducible and the root cause could not be determined. Most likely the surgeon tried to remove the end cap without the specified screwdriver shaft or the bone residues on the inner nail thread and on the end cap thread caused a jamming of both implants. If these possibilities were the cause of the issue could not be determined due to missing information; a more precise statement is not possible. No discrepancies were detected during risk analysis review.

Event description:
It was reported by our sales rep that it was impossible to extract the end cap. The end cap was solid with the nail. The surgeon used an impactor to extract the nail. There was a delay of 120 min, but it was completed successfully.